Manufacturer narrative:
Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong date of implant of the suspect device for the event date of explant; corrected data: the previously submitted MDR inadvertently provided the wrong date of explant of the suspect device for the event.

Event description:
The suspect generator was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
The pulse generator was analyzed by the manufacturer and the reported allegation of "insertion difficulties" was not duplicated. No obstructions were observed in the pulse generator header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). The pulse generator performed according to functional specifications. The battery, 3.033 volts as measured during completion of test parameter of the final electrical test, shows an ifi=no condition. The data in the diagaccum consumed memory locations revealed that 1.134% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a first implant surgery, the neurosurgeon was unable to insert the lead model 304 into a model 106 generator. They had to open another model 106 generator to complete the procedure. The suspected generator will be returned to the manufacturer for analysis , but it has not been received to date. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #3 inadvertently left out. The reported event did not meet the criteria of the reported investigation. Brand name, corrected data: follow-up report #3 inadvertently listed lead model 304; instead of the previously reported 34; pulse gen model 106. Model #, corrected data: follow-up report #3 inadvertently listed 304-20; instead of the previously reported 106. Serial #, corrected data: follow-up report #3 inadvertently listed 100317; instead of the previously reported 35423. Lot #, corrected data: follow-up report #3 inadvertently listed 200206; instead of the previously reported 4299. Expiration date, corrected data: follow-up report #3 inadvertently listed 05/19/2019; instead of the previously reported 03/03/2017. Unique identifier (UDI) #, corrected data: follow-up report #3 inadvertently listed 05425025750139; instead of the previously reported 05425025750061. Device available for evaluation, corrected data: follow-up report #3 inadvertently listed no; instead of the previously reported yes 12/23/2015. Device evaluated by MFR?, corrected data: follow-up report #3 inadvertently checked not returned to MFR; instead of the previously reported yes. Device manufacture date, corrected data: follow-up report #3 inadvertently listed 06/05/2015; instead of the previously reported 04/06/2015.

Event description:
The reported event did not meet the criteria of the reported investigation.

Event description:
During a preliminary investigation based on field complaints related to insertion difficulties reported during vns implant surgery, it was revealed that the lead assembly document allows to wet the connector in di water or the manufacturer's treated water lubrication, if required. While this is not a common practice during the assembly process at the main facility, it is suspected that a secondary facility potentially used di water to lubricate in cases of excessive insertion force during functional tests. The large o-ring boot diameter of 0.128 inches is critical and has a direct impact on the maximum insertion force. Any measurement close to assembly specification of 0.135 maximum may cause insertion difficulty.